Event description:
It was reported that the patients ipg was easily palpated and was slightly painful to palpation. It was also noted that the lead site was mildly tender to palpation. The patient underwent a spinal cord stimulator (scs) system explant procedure and was doing well post-operatively. The explanted devices will not be returned as they were retained by the hospital.

Manufacturer narrative:
Additional suspect medical device components involved in the event: product family: scs-linear leads, upn: m365sc2218500, model: sc-2218-50, serial: (B)(4), batch: 15313525.